Manufacturer narrative:
The event of "granuloma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Healthcare provider reported, on an operative report. "Excision of submuscular and perimuscular granulomas from previous gel rupture and capsulectomies". This record is for an unknown side. The device has been explanted.